Event description:
It was reported that a user experienced hypoglycemia after three successive ¿usual¿ breakfast meal announcements were entered within approximately twenty minutes, with engineering logs indicating repeated screen unlocks and deliberate button interactions consistent with multiple meal announcements rather than an automated pump action. Symptoms included dizziness, shakiness, weakness, and a documented low blood glucose of 39 mg/dl, which persisted under 70 mg/dl for an estimated two to three hours. Outcomes included self-treatment with carbohydrates and no need for professional medical intervention or assistance. Investigation included internal engineering log review and user follow-up through a blood glucose questionnaire. Investigation of this case revealed multiple intentional meal announcement entries by the user and no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.